Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-03072. It was reported that both right and left ventricular leads had high impedance. The physician explanted and replaced the leads. The patient was stable before, during and after the procedure.